Event description:
It was reported by the aci sales professional that a (B)(6) year old, female, patient, presented to the hospital with classic angina and symptoms of mi (myocardial infarction). The patient underwent an interventional coronary procedure on (B)(6) 2013. The patient was treated and stented for cad (coronary artery disease). Access was obtained at the common femoral artery via a 6f terumo sheath (size unknown). Peri-procedure, the patient was anti-coagulated with angiomax, plavix, and aspirin. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6.5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. Once the device was removed from the patient, pressure was held at the access site per the IFU, and then a hematoma (size unknown) was noted at the access site. Thirty minutes of manual pressure was applied to the hematoma. Then, a femostop was placed prophylactically to reduce the risk of further bleeding. Hemostasis was achieved. The patient was kept in the hospital due to existing pneumonia. The patient presented to the cath lab on (B)(6) 2013, with active bleeding at the femoral access site. The deploying physician assessed the site and immediately sent the patient to surgery. The surgeon noted that the bleeding was thought to be from a ruptured pseudoaneurysm which required an open surgical incision to repair. The patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1312001) indicated that the device lot met all established performance criteria prior to shipment.